Event description:
It was reported that before the device was used on the patient, the cardiosave intra-aortic balloon pump (iabp) has a filling error in the device. There is no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has a filling error in the device.

Manufacturer narrative:
Additional information: e1(event site postal code:(B)(6)). It was reported that before use cardiosave intra-aortic balloon pump (iabp) device had "autofill failure alarm". The malfunction was detected before the device was used on the patient. There is no harm. A getinge field service engineer (fse) visited onsite and observed device's filling error and low vacuum failure were intervened. The device was checked and it was determined that the drive manifold was defective. The drive manifold needs to be replaced. Replaced drive manifold assembly. Necessary checks and tests of the device were carried out. The device was connected to the test device and operated with the catheter. The device is suitable for clinical use. No patient involvement, no harm reported.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a